Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: carto 3 system (model# m-4800-01 serial# (B)(4)). Smartablate generator (model# m-4900-07 serial# (B)(4)). (B)(4).

Event description:
It was reported that a female patient underwent an atrial fibrillation procedure with a thermocool smarttouch bi-directional navigation catheter and suffered a cardiac tamponade, which required pericardiocentesis and surgical intervention. A perforation and pericardial effusion were noticed as the patient's blood pressure dropped. The pericardial effusion was confirmed by intracardiac echocardiogram. A pericardiocentesis was performed and 600cc of fluid was removed. The patient was sent for CT surgical intervention. Additional information was received on the event. Right ventricular perforation occurred during right ventricular outflow tract and premature ventricular contraction mapping. There was no transseptal puncture performed. The patient did not receive anticoagulation during the procedure. There was no ablation performed as the injury occurred during the mapping phase. High force indication displayed appropriately before perforation focused. The patient required hospitalization to recover from surgery. Settings during the event include: irrigation flow setting 2 ml/min /8 f terumo pinnacle sheath was used. There were no error messages observed on biosense webster equipment during the procedure.